Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on right eye (od) at a 20 day post-operative exam. The flap was lifted and the cell was removed and smoothed out. The patient's only comment was foreign body sensation on right eye. Pre-op: best corrected visual acuity (bcva) from (B)(6) 2015: right eye (od) pre-op 20/20 -7.00 x .00 x 90; left eye (os) pre-op 20/20 -6.75 x .00 x 90.